Event description:
It was reported that a new pump was being implanted due to elective replacement indicator. The nurse was only able to aspirate 7ml of sterile water from the new pump on the surgical back table; a lot of pressure was noted when trying to aspirate pf sterile water. The needle to syringe connection was checked and was tight. They tried a different syringe and needle and still only 7cc of water aspirated with great pressure. Another nurse attempted to aspirate and had difficulty and the same results. The physician decided not to use the pump and used another new pump. It was noted there was no injury. The implant was successful.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.